Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® lh pst¿ ii plus blood collection tubes was found with "the blood coagulates very quickly even before the tube arrives in the laboratory and before centrifugation; after the centrifugation there are presences of gel particles. There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd vacutainer lh pst ii plus blood collection tubes was found with "the blood coagulates very quickly even before the tube arrives in the laboratory and before centrifugation; after the centrifugation there are presences of gel particles. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel globules with the incident lot was observed. Evaluation of the customer samples was conducted and a lack of heparin additive was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing additive was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.